Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the patient underwent exploratory surgery on 2018 (B)(6). The rep reported that the patient was coming in today for follow-up, to do some programming, and to get stimulation turned back on. The rep also reported that the healthcare provider felt that some of the wires in the lead my be frayed after seeing the results of the x-ray. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va0c8zq, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a via manufacturer representative (rep) regarding a patient who was implanted with a lead. It was reported there was high impedances at the device check. The impedances check up to 3.0 v showing high impedances on all contacts. It was unknown what contributed to the issue. X-ray was performed and showed no fractures. An or exploration and test with the twist loc cable of the lead showed high impedances. The lead needs to replaced. The patient will be scheduled for explant and reimplant at a later date. The issue was unresolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3389s-40, lot# va0c8zq, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Rep reported that the patient was still implanted and they were waiting to see if there was some improvement. The patient was currently programmed with constant current, and  if patient does not achieve consistent therapy with this programming change, they would consider re-implanting and the rep would provide the updates if any. No further patient complications were reported/ anticipated as a result of this event.